Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Revision surgery - due to silicone mcp implants put in many years ago broke and needed to be replaced.

Manufacturer narrative:
See d2a, e1, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2024-00286; mcp-30, s801 - device cracked/broke, revision. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.